Event description:
Ous MDR - on (B)(6) 2019 the patient suffered a continuous electrical storm and went to the ER. The physician confirmed that this lead was fractured. This lead was replaced on (B)(6) 2019.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, multiple signs of wear along the lead body was noted. In particular 47.5cm distal to the is-1 connector pin the insulation was found worn through which can be considered the root cause of the clinical observation reported in the complaint description. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The patient was implanted with an ICD for treatment of arrhythmias on (B)(6) 2018. After half an year using, on (B)(6) 2019, the patient was suffered continuous electrical storm and went to hospital for emergency treatment. After checking, the doctor confirmed the lead (sn (B)(4)) was fractured. On (B)(6) 2019, the doctor performed a replacement surgery to change the lead for the patient. The parameters were good after this surgery. However, on (B)(6) 2019, the patient went to the hospital again for the ICD discharged, which was diagnosed as lead (sn (B)(4)) dislocation. Therefore, the doctor performed a surgery for the lead repositioned at that day. On (B)(6) 2019, the patient went to hospital for follow up, all parameters are normal.